Manufacturer narrative:
The technician found the brakes are out of adjustment. The technician adjusted the brake casters to resolve the issue.

Event description:
The technician alleged that the brakes are not holding. No pt impact.